Event description:
It was reported that an alarm was triggered due to a crack in the insulin cartridge, potentially caused by an air leak. There was no adverse impact to the customer's blood glucose level, as it remained within the normal range. Technical support educated the caller on the likely cause and instructed them to load a new cartridge, allowing the customer to successfully resume insulin delivery.